Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and heavily calcified right coronary artery. Predilation of the lesion was performed using a 2.5x20mm non bsc balloon catheter. Then a 28 x 4.00 promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the distal end of the crimped stent were damaged and distorted distally from crimped position. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).